Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief and unintended stimulation in the pelvic region, resulting in urinary incontinence. Reprogramming was performed but unsuccessful. An x-ray was obtained which confirmed original lead positioning, with no migration. A revision procedure was performed and the leads were replaced. Post revision procedure, the reported unintended stimulation was resolved, and the patient was receiving therapy. It was confirmed that the evoke scs system had been operating as intended prior to the revision procedure.

Manufacturer narrative:
The leads and anchors were returned to saluda for analysis. The leads passed all functional testing. The cause of the inadequate pain relief and unintended stimulation could not be definitively determined. The evoke scs system surgical guide states the following: ¿the risks associated with the implantation and use of a spinal cord stimulation system include: undesirable changes in stimulation sensation and/or location, and inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿